Event description:
A mild pneumothorax was reported. No patient complications have been reported as a result of this event. The lead is still active.

Manufacturer narrative:
The event occurred more than two years ago and the lead is still implanted. No additional follow up will done with the user facility.